Event description:
During the laparoscopic hysterectomy, the acmi everest bicoag dissecting forceps broke in half. The section was immediately retrieved, inspected, and the surgeon was made aware that potentially the black plastic at the base of the forcep could be in the abdomen. Surgery continued and the abdomen was searched.